Manufacturer narrative:
The reported event was confirmed as a deflation problem. Visual inspection noted one temperature sensing catheter with a cut portion of the inlet tubing was received. Visual evaluation of the sample noted no obvious defects. There was an attempt to inflate the catheter's balloon with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the solution immediately leaked from a pinhole (0.013") over the inflation lumen at the trifurcation. The device history record was reviewed and found a possible manufacturing issue(s) that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "[warnings]. Method for use: do not inflate the balloon in the urethra. [The urethra may be injured.] Do not pull the catheter hard. [The bladder/urethra may be injured.] 2. Applicable patients: patients with delirium who might pull out catheter [hen patient tugs at catheter unconsciously, the bladder and urethra may be damaged.]"

Event description:
It was reported that the catheter fell out of the patient with a balloon deflated due to a water leakage on the day of placement.